Manufacturer narrative:
(B)(4). G2: foreign- new zealand. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during implanting of the tibia, the tibial punch fractured. No adverse event has been reported as a result of the malfunction.